Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 17-oct-2019 with the following findings: during investigation, there was no damage or peeling observed to the keypad. All of the keypad buttons responded intermittently to button presses. The keypad was removed and no evidence pf contamination was found on all the button contacts. The pump was opened and no evidence of moisture corrosion was observed near the keypad connector. Unrelated to the complaint, investigation revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.